Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+) into the marionette lines (off label use of device). Batch number and expiry date were reported as unknown. After the radiesse (+) injection, the patient experienced vascular compromise in the chin or jaw area. The outcome of the event was unknown. Follow-up information was received on 25-jun-2025: this case was upgraded to serious. The reported term vascular compromise was changed from vascular compromise to possible vascular occlusion and was recoded from vascular compression to vascular occlusion. After the radiesse (+) injection, the patient experienced a bruise or possible vascular occlusion (reported as vo) in depressor anguli oris (dao) and chin area. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of vascular compression was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the marionette lines is no approved indication for radiesse (+) in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-jun-2025: this case was upgraded to serious. The reported term vascular compromise was changed to possible vascular occlusion and was recoded from vascular compression to vascular occlusion. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported bruise is considered to be a symptom of the vascular occlusion and therefore was not coded. Off label use of device was coded only for formal reasons. Injection into the marionette lines is no approved indication for radiesse (+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of vascular compression was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the marionette lines is no approved indication for radiesse (+) in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-jun-2025: this case was upgraded to serious. The reported term vascular compromise was changed to possible vascular occlusion and was recoded from vascular compression to vascular occlusion. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported bruise is considered to be a symptom of the vascular occlusion and therefore was not coded. Off label use of device was coded only for formal reasons. Injection into the marionette lines is no approved indication for radiesse (+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 05-aug-2025: this case was downgraded to not serious. The event possible vascular occlusion was deleted. The event bruising was added. This case was assessed by merz north america as non-serious. The event of injection site bruising was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device was coded only for formal reasons. Injection into the marionette lines is no approved indication for radiesse (+) in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+) into the marionette lines (off label use of device). Batch number and expiry date were reported as unknown. After the radiesse (+) injection, the patient experienced vascular compromise in the chin or jaw area. The outcome of the event was unknown. Follow-up information was received on 25-jun-2025: this case was upgraded to serious. The reported term vascular compromise was changed from vascular compromise to possible vascular occlusion and was recoded from vascular compression to vascular occlusion. After the radiesse (+) injection, the patient experienced a bruise or possible vascular occlusion (reported as vo) in depressor anguli oris (dao) and chin area. The outcome of the event was unknown. Follow-up information was received on 25-jun-2025: this case was downgraded to non-serious. The event possible vascular occlusion was deleted. The event bruising was added. After the radiesse(+) injection, the patient experienced some bruising. The health care professional reported that it did not look like a vascular occlusion (reported as vo), just some bruising. The outcome of the event was unknown.